Event description:
The charge nurse for the day (registered nurse) reported to the clinic manager that as she was leaving the nursing unit and was walking by one of the patients undergoing hemodialysis treatment, she looked over at the patient and noticed a considerable amount of air in the blood lines that was heading through the venous chamber into the peripheral lines towards the patient. The venous chamber was observed to be empty (full of air). She reported that the machine was still running with no alarms sounding. The charge nurse then quickly clamped the blood lines and manually turned off the blood pump at the switch. She assessed the patient and observed no problems, and thinking there must be an air leak somewhere in the lines, she disconnected the lines and recirculated the lines to remove the air. The air was removed easily, the lines were checked for clots or air leaks, and none were found. The venous and arterial chambers were also checked and nothing unusual was seen and no air was seen in the lines, so the patient was hooked back up and hemodialysis treatment was completed. During the recirculation of the lines the nurse assigned to that patient informed the charge nurse that a somewhat similar situation had occurred four days earlier (with another patient) in which as the patient care technician assigned to that patient returned to patient's chair after a momentary absence, they noticed the dialysis machine began to alarm, the blood pump stopped and the venous chamber was found empty (full of air) and air was observed in the peripheral lines near the patient. This resulted in a similar response on that day of the lines being clamped, the patient was assessed, then the lines were recirculated to get the air out, the machine and lines were checked out and found to be operating normally, and then treatment was resumed with no problems. The charge nurse pulled the chart for the earlier incident and found it was the same machine in both cases. The charge nurse tagged the machine to be pulled upon completion of the patient's dialysis, and after the patient was disconnected from the machine at the end of treatment, put a do not use sign on the machine, informed the nurse manager of the problems observed, at which time the clinic technical director was contacted. After the treatment shift ended and patients had left for the day, before the machine was turned off or moved, the nurse manager simulated a patient treatment with fresh lines and saline and attempted to duplicate a failure of the air detect sensor and line clamp by introducing both microbubbles and large quantities of air into the line at the venous chamber, but was not able to make the air detect sensor and line clamp fail. The technical director contacted the manufacturer's service technician at home the next day to describe and report the problem. The manufacturer service technician came to the clinic and examined the machine on monday, 01/21/2002. He discovered that when trying to raise and lower the arterial chamber that the venous chamber was raised and lowered at the same rate as the arterial chamber. This did not occur in reverse, i.e. Raising and lowering the venous chamber did not affect the level of the arterial chamber. When examining the valves on the level adjust system, both were found to be loose. After tightening the valves, the manufacturer technician found that adjusting the arterial chamber had no effect on the venous chamber and vice versa. He simulated a treatment and created numerous air detect alarms and was not able to get the air detect sensor and line clamp to fail to work and then released the machine for service. It was also learned that the manufacturer technician had installed a software upgrade on this machine (along with other machines in the clinic) during the period which was between the first episode of the machine being observed as having air in the line near the patient past the air detect sensor, but with the machine in alarm mode with the line clamp engaged on the first day, and a similar situation of air near the patient past the air detect sensor and line clamp, but with no alarm and safety shutdown of the blood pump and line clamp. Since no one has been able to explain how air was seen past the air detect sensor and line clamp by three people on two different days with two different patients, the machine is still declared out of service by the user.